Event description:
It that a patient underwent an unknown orthopedic surgery on (B)(6) 2022 and a barbed suture was used. During the procedure, the suture was broken very easily. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what is the lot number? No further information is available. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one empty labeled winding former and a needle/suture of product code were received for evaluation. Upon visual inspection of the returned sample, body fluids on the length of the suture were noted, in addition, the suture barbs were to be damaged at the tips and no suture breakage was observed. In addition, the fixation tab was observed to have one side broken. After further evaluation of the end suture, marks were observed on the nucleus possibly from a surgical device. The product code contains absorbable sutures, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. The manufacturing records couldn't be reviewed as the batch number is unknown. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ 2360 g/m this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.